Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The end user states the joystick is programmed to drive opposite. She said when you push it to the left, it goes to the right.